Event description:
Dermatome was not assembled correctly by circulating nurse, and as a result, a full thickness graft was taken instead of a split thickness graft. The surgeon was able to suture the graft back into place. This is the third dermatome injury like this that we have experienced in our facility. It is difficult to tell whether the blade is seated correctly, as there are no visual cues, and you cannot test the instrument before use. We strongly feel there needs to be a change in the design in order to provide some way to know that the blade isn't seated correctly.